Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Beginning (B)(6) 2016, ventricular sensing integrity counts up to 1367; non sustained episodes collected due to lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non sustained episodes.

Event description:
It was reported that the patient presented to the emergency department (ed) because their device was alerting. The right ventricular lead had a high number of short v-v intervals and oversensing of noise. In office they were unable to run threshold tests. The device is also unable to do an automatic rv threshold test. The lead impedance trend shows a gradual rise and varying impedance when the patient move hands above the shoulder, across the chest and lateral extension. Lead ring fracture is suspected. The lead was reprogrammed and is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.